Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the potential use error in this complaint. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding a high drain 110/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use during the final drain. No symptoms were reported. The technical service representative (tsr) attempted to clear the high drain message. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 110 alarm. The rn stated she was aware of the alarm and that there was no patient injury or medical intervention associated with the event. The rn stated the patient has not reported any other drain volumes or other symptoms that meet iipv criteria. The patient has been continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to use error, the tidal ultrafiltration (uf) removal being set too low. Should additional information become available, a follow-up report will be filed.